Manufacturer narrative:
The provided data for calibration and quality controls were within specification. There was no indication of a performance issue with the reagent. The field service engineer found a misadjusted mixer and readjusted the level of the rinsing cells. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the altp (alanine aminotransferase acc. To ifcc with pyridoxal phosphate activation) assay on a cobas c 503 analytical unit. The sample initially resulted in an altp value of 21.7 u/l, accompanied by a data flag. The patient sample was repeated, resulting in a value of 23.8 u/l. The patient sample was repeated twice on a second analyzer, resulting in values of 12.1 u/l and 11.5 u/l. The patient sample was then repeated on the initial analyzer, resulting in a value of 11.4 u/l. No questionable result was reported outside of the laboratory. The alpt reagent lot number was 64507501, with an expiration date of 30-sep-2023.